Event description:
It was reported that on unknown date, the patient underwent an orif surgery with tfna implants and cement for the femoral trochanteric area. After the surgery, a revision surgery via tha has been scheduled for (B)(6) 2024 at another hospital. Details are unknown at this point. No further information is available at this time. This report is for one (1) 5.0 ti lckng screw t25 sd 34 f/im nail-s this is report 3 of 5 for complaint (B)(4).

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. G13 ¿ g4: device is not distributed in the united states but is similar to device marketed in the USA. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable h3, h4, h6: device history lot part # 04.005.524s lot # 9l27533 manufacturing site: werk selzach logistik release to warehouse date: 19.april.2022 expiration date: 01.april.2032 supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Part number: 04.005.524 lot number: 701p202 manufacturing site: mezzovico release to warehouse date: 09 mar 2022 a manufacturing record evaluation was performed for the not sterile finished lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.